Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/18/2014 with the following findings: during investigation, the display was found to be blank when the pump powered on. The pump¿s audible and vibratory features were functional. The pump was opened and evaluation revealed a cracked display screen. When the display was replaced by a test display, the display screen functioned properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dark and was unable to be seen safely. The pump¿s audible tones were functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.